Event description:
Complainant reports a cut in a stoma near mucocutaneous juncture line, approximately the size of an eraser head that bleeds off and on approximately every other day. She has been experiencing this bleeding for approximately two months. She reports when bleeding occurs it saturates a 4x4 but once they apply pressure to the area, the bleeding stops.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Complainant confirmed product lot number is not available. Complainant reports she has gone to the emergency room several times for the bleeding and they have tried suturing the area closed but bleeding persists. No additional event details have been provided to date. A return sample for evaluation is not expected. Should patient/event details become available, a follow-up report will be submitted.